Event description:
The following information was received from (B)(6) and is a spontaneous consumer report in (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was patient made mistake/touch contamination further described as the patient sleep walks, disconnected herself and did not put the minicap back on. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. The outcome for patient made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10h05059. No exceptions were observed that were related to the reported condition. This issue is confirmed based on information provided by the nurse. Nurse reported a breach in aseptic technique described as mistake/touch contamination. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.